Manufacturer narrative:
The product was returned and the lens was observed to be positioned incorrectly, which may have been interpreted as the reported complaint. The photo provided shows iol positioned incorrectly inside the lens case base. No conclusion can be determined from the photo provided. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on the iol. Both haptics are intact. No damage found to the iol. We are unable to determine a root cause for the reported complaint. The returned iol shows evidence of possible handling due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the lense was not correctly in the device and was slightly turned. Precautionously the lens was not used.